Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report the pt's belt would not stay connected to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent pins/damaged e-belt connector) has been confirmed. Upon eval pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.